Event description:
Had lasik surgery at (B)(6), where they used intralase and allegreto q excimer lasers. My surgery resulted in extremely poor night vision e.g. Loss of contrast sensitivity, blurry vision, halos, and starbursts. The doctor however ignored my complaint, and has considered my surgery successful, which is a big misrepresentation of what is actually happening. The FDA needs to address these issues before lasik or other similar refractive surgeries are performed.